Manufacturer narrative:
Result of investigation: investigations peformed on similar cases by imt proved that this failure can be reproduced in the lab and the ventilation would continue with the last applied setting.this failure is classified as "permanent apphang while device in standby mode".bug fix improvements will be implemented on next sw release and this was documented under tfs ID (B)(4) and (B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista ventilator screen went black while on patient. There was no patient harm reported with this event.

Manufacturer narrative:
81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned yet.